Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the flexible drill bit attachment broke at the spring area. No parts fell into the patient, and another attachment from the kit was used to complete the case. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.